Event description:
In 2008, the pt reported that she received an e4 (occlusion) error on her infusion device while attempting to bolus and her blood glucose was elevated to 529 mg/dl. Her normal blood glucose level is 110 mg/dl. She stated that her infusion site, insulin cartridge, and adapter were new. The pt was instructed to perform a prime. She was able to prime without error. On the same day, the pt called back and stated she is not able to clear the e4 error or bolus to lower her blood glucose. The pt was sent a replacement infusion device. Further attempts to follow up with the pt were unsuccessful. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Prod was requested to be returned for eval.